Event description:
Tap of blue 3-way stopcock came off from housing june 2005; dx 336dt was set up with 2 pressure tubings and t stopcock to monitor cvp and pressure. (Cvp line-blue, pressure line-yellow) june 2005, 12:00: 2 pressure tubings and 1 stopcock was replaced by nurse to prevent contamination (dx-336t was not replaced. No problem was found with the tap of blue 3-way stopcock. 22 june 2005, 00:30: (prior to changing patient's position): the nurse checked and found no problem with the blue 3-way stopcock's tap and no bleed back into the line from patient side. (After changing patient's position); bleed back into the line (2-3cm from the patient) immediately after patient's position change tap of blue 3-way stopcock had already detached from housing. Small amount of saline (with heparin) leakage was observed. No blood leakage was observed. Patient or clinician did not require medical or surgical intervention to prevent impairment/damage. Patient or clinician did not suffer adverse effect due to the complaint. Nurse did not have chance to operate tap of blue 3-way stopcock except during replacement of the 2 pressure tubings and stopcock in june 2005. When tap of blue 3-way stopcock came off, nobody touched it. Patient did not operate tap of blue 3-way stopcock by himself/herself.

Manufacturer narrative:
Investigation is in progress. A follow-up report will be submitted upon completion of the investigation.